Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va11xb8, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and benign prostatic hypertrophy. It was reported that the patient was told by the manufacturer¿s representative on feb. 26, 2018 that the lead was ¿too far from his nerve¿. It was noted that their healthcare professional (hcp) was able to adjust the pulse width from 14 to 21 using the bigger remote (likely the clinician programmer). The patient wanted to know if they had the ability to change the pulse width but declined to use their programmer to connect to their ins at the time of report. There were no further complications reported or anticipated.